Event description:
It was reported there was an issue with the battery depleting. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up troubleshooting, and no further information or action was taken.